Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module. The customer provided data for one patient sample that had an erroneous sodium result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 121.8 mmol/l and repeated as 131.0 mmol/l. No adverse events were alleged to have occurred with the patient. The sodium electrode lot number and expiration date were asked for, but not provided. An ise check was performed and this was ok. The field service engineer changed syringe seals and the sodium electrode. After these actions, everything was ok. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The issue may be related to sample pipetted or an ise/reference flow related issue. Based on the available data, a sodium electrode failure was not detected.